Manufacturer narrative:
During an attempt to recanalize a "short left iliac occlusion" with an outback cto catheter and a stabilizer steerable guidewire, strong resistance was felt as the wire moved through the distal end of the outback device, which is where the cannula (needle) is housed. The "frictional" feeling was severe enough to require withdrawal of both devices and discontinuation of the procedure. As reported, this was the 1st time the physician had used the outback device. Both devices had been prepped appropriately and no damage was noted on either device prior to use. No kinks were noted on either device after they were removed from the patient. Analysis of the returned stabilizer guidewire demonstrated a significantly scraped ptfe coating. Analysis of the outback confirmed that the cannula could not be completely retracted, resulting in resistance/friction. With the available information, it appears that device interaction resulted in the reported resistance and damage to the wire coating, specifically; the cannula (needle) not being fully retracted as the wire was advanced through the device. An investigation is open to investigate complaints of this nature. The product was returned for evaluating and testing. No visual anomaly was observed on the received unit, the cannula needle was retracted in the side port. The outback was flushed and the needle was deployed but could not be completely retracted. A guide wire was introduced through the nosecone and resistance was experienced, the same guidewire was passed through the needle and resistance was not experienced. The length of the cannula was measured and the measurement was within specification. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported resistance/friction was confirmed it appeared that the reason of the condition was that the needle of the cannula was not fully retracted in the side port. Please note that this is the second of two products that was used in the same procedure and is related to mfg# 1016427-2007-00056.

Event description:
The original report received stated that when attempting to backload a guidewire into the outback cto catheter, the physician met a strong resistance. Once inside the patient, the physician was not able to track the cto catheter over the guidewire. The patient is a female. The target lesion was a short left iliac occlusion with moderate calcification. The outback cto catheter was properly inspected and prepped per the instructions for use (IFU). Accuation of the cannula needle was verified prior to use and was smooth. When the physician attempted to backload the guidewire into the catheter during prep, a strong resistance was felt at the cannula level. The resistance was described as frictional. The device was straight while loading the wire and the cannula was fully retracted. The guidewire was not kinked or bent. When the device was placed inside the patient, it would not track over the guidewire. The catheter and guidewire were removed from the patient and procedure was stopped. It was unknown if there was any damage to the guidewire after the procedure was completed. Please note that this was the first procedure for the physician using the outback cto catheter. Also, the sales rep was not present at this procedure. The outback cto catheter was returned for evaluation and analysis showed that the actuation needle would not fully retract back into the sideport of the catheter.